Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the lamp a error occurred due to failure of the lamp a. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system had a lamp "a" error. The issue was found during preparation for use of an unspecified diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the battery was dead and corrosion of the video connector receptacle contacts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.